Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, decreased pacing impedances and increased pacing thresholds were observed on this left ventricular (lv) lead. Additionally, loss of capture and diaphragmatic stimulation were noted and a lead dislodgement was suspected. A chest x-ray was obtained that showed no evident dislodgment. No revision procedure has been scheduled at this time. This lv lead remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that a revision procedure was performed and this lv lead was explanted and replaced. The lead was discarded and will not be returned. No additional adverse patient effects were reported.